Event description:
The explanted cochlear implant was received at med-el headquarters on january 18, 2011. To date no further information has been received regarding the reason leading to explantation of the device.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.